Event description:
Reporter indicated that vns pt was diagnosed by an ent with left vocal cord paralysis. It was reported that the pt has experienced significant hoarseness since implant surgery along with a high-pitched voice, clearing of their throat and slightly increased coughing when they drink. The pt reportedly had problems with coughing when they drank prior to vns implant, but it has since worsened. Additionally, it was reported that the pt became slightly out of breath while taking a walk. Stimulation had not yet been initiated at the time that the event was reported to the MFR. It was reported that there had been some improvement in the pt's hoarseness, but follow-up with ent resulted in diagnosis of left vocal cord paralysis. Ent physician requested that neurologist program the device to on to see if stimulation would cause the vocal cord to move. Swallowing study and x-rays are planned and ent has referred the pt to an occupational therapist. It was reported that the pt has a deviated septum and history or aspiration pneumonia prior to vns implant and that the pt developed hoarseness while on neurontin approximately one year prior to this report.